Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Troubleshooting revealed that the customer had not given any boluses for several days prior to the hospitalization. The customer also changed the infusion set every three to five days instead of the recommended two or three days. The programming and history was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.